Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient went to the ER (emergency room) due to syncope. An interrogation was done and it was found that there was a ventricular tachycardia (vt) episode around the time of the syncope. It was also noted that intermittent t-wave oversensing (twos) was observed on non-sustained ventricular tachycardia episodes on the right ventricular (rv) lead. Rv lead remains in use. No patient complications have been reported as a result of this event.